Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: corrosion was observed inside of the battery compartment; the reported event was duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of moisture ingress was observed on any of the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment, and no evidence of damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.